Manufacturer narrative:
Patient information was unobtainable per local regulations. The onsite rep was able to press the p button to rehome the system and the system was fully functional. There have been no further issues reported.

Event description:
A medtronic representative reported that before starting a spinal fusion case, the imaging system was displaying "error initializing collimator." They were able to move the system into park, then the system performed normally and they were able to go forward with imaging for the case. There was no reported impact to the outcome of the patient.